Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 375cc mentor smooth round moderate profile saline breast implant, (catalog number: 3501660, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent a breast augmentation revision with 375cc mentor smooth round moderate profile saline breast implants and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device is scheduled for explantation on (B)(6) 2020 and will be replaced by an unspecified mentor breast implant.

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient's explantation has been postponed due to the present virus (covid-19) situation; non-emergency surgeries are not permitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: not applicable manufacturer's reference number: (B)(4).

Manufacturer narrative:
On june 2, 2020, the mentor failure analysis lab received the device for evaluation. In addition, an updated date of explant was received: (B)(6) 2020 on june 11, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device, consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.1 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer's reference number: (B)(4).